Event description:
It was reported that during a surgical procedure on the knee, the blade broke at the cutting end. It was also reported that an x-ray was performed to locate and remove all the broken pieces; there was a 30 minute delay to the procedure. It was further reported the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this investigation was not returned to the MFR for eval. Mfg records were reviewed, no issues were identified which may have contributed to this event. If the product is received, an eval will be performed and a follow-up MDR will be submitted.